Event description:
During a coil embolization procedure of the pcom, the physician used two catheters technique, and during initial placement of the prowler 14 (mc) microcatheter ((B)(4)) there was some resistance when the guiding wire (agility-catalog and lot unknown) was advanced via mc, but the guidewire still passed through the microcatheter. After positioning the prowler 14 mc ((B)(4)) at the target site, the enterprise stent ((B)(4)/lot unknown) was released, and the first coil (micrus: (B)(4)) was implanted successfully. Then, the physician decided to implant the second coil (orbit rdfl complex mini coil-(B)(4)), but during insertion, the coil was found stretched and part of it was in the microcatheter and part was in the aneurysm. After the coil stretched and protruded, the physician used a new guide wire to fill the coil into aneurysm and used another enterprise stent ((B)(4)/lot unknown) to secure the coil to the vessel wall. However, the first enterprise continued to cover the aneurysm neck during the event. After the procedure, the patient expired due to thrombus causing brain ischemia. During the brain ischemia, both stents were patent, and both enterprise stents remain fully expanded and appose to the vessel wall at all times. There was no resistance when the coil was inserted in the microcatheter, and there were no kinks in the mc that may have contributed to the event. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after the distal tip was re-shaped. The aneurysm was unruptured.

Manufacturer narrative:
An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after the distal tip was re-shaped. The aneurysm was unruptured. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00106 and 1058196-2012-00107.

Manufacturer narrative:
It was reported that during an enterprise vrd assisted coil embolization, there was resistance advancing an agility guidewire (gw) through a prowler 14 microcatheter (mc). Additionally, an orbit coil stretched and detached within the mc during advancement prior to exiting the mc. After advancing the orbit out of the mc into the aneurysm with a guidewire, there was coil protrusion resulting in thrombus formation which was treated with placement of another enterprise vrd & thrombolytics. Post procedure the patient died due to brain ischemia from thrombus. The procedure was a coil embolization of an unruptured posterior communicating (pcom) artery aneurysm, was done using a two catheter (jailed) technique and deployment of a 28mm enterprise vrd. During initial placement of the prowler 14 (606151x/ 15396977) mc there was some resistance when the agility (catalog and lot unknown) gw was advanced via the mc; however, the gw passed through the mc. After positioning the mc at the target site, the enterprise (enc452812/lot unknown) was released, and the first coil (micrus: cdf100154-30) was implanted successfully. During insertion of the second coil, an orbit rdfl complex mini coil (638mf0410/15379631) the coil stretched and prematurely detached in the mc when it was 1/3 of the way through and prior to exiting the mc. After the coil prematurely detached and stretched, a new guidewire was used to advance the coil and positioned it into the aneurysm, but part of the coil protruded into the parent artery. Additionally, prior to using a second enterprise stent (enc452212/lot unknown) to secure the coil to the vessel wall, the patient developed thrombus due to the protruding coil which was treated with urokinase. The instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. During the events, the first enterprise continued to cover the aneurysm neck. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after the distal tip was re-shaped. During insertion of the coil system through the prowler 14 microcatheter, no additional force, torque or manipulation was used and there were no kinks in the mc that may have contributed to the event. After the procedure, the patient expired due to thrombus causing brain ischemia. Both enterprise stents remained fully expanded and appose to the vessel wall at all times. It was reported that no pre-medications were given and intra and post procedure anticoagulant drugs were used. The enterprise vrd implanted prior to the thrombus formation remains implanted. The lot number is not known; therefore, a device history record review cannot be completed. Based on the available information no conclusion can be made regarding the reported stretching & premature detachment of the orbit coil prior to exiting the microcatheter. The procedural factor of using a guidewire to push the detached coil out of the microcatheter instead of removing the mc & coil as a unit from the patient is a factor contributing to the coil protrusion out of the aneurysm resulting in thrombus and cerebral ischemia and subsequent death. The instructions for use (IFU) precautions that if a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. Although the relationship of the enterprise to the reported thrombus and cerebral infarct cannot be conclusively determined; based on the reported information, there is no indication that there were any manufacturing or enterprise performance issues contributing to the thrombus or ischemia. Additionally, pharmacological factors including lack of pre-procedural antiplatelet therapy may have contributed to the thrombus formation. The enterprise instructions for use outlines the concomitant medical therapy that was recommended for the enterprise vrd clinical study in elective cases, which includes daily aspirin and clopidogrel 75mg/day beginning 72 hours pre-procedure. Coil migration into adjacent vessels and ischemia and thrombosis are known potential adverse events as outlined in the orbit and enterprise instructions for use. Procedural factors contributing to the coil protrusion and pharmacological factors may have contributed to the events. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg reports 1058196-2012-00106 and 1058196-2012-00107.